Event description:
Identified port-a-cath vascular access device site infection clinically and confirmed by culture at removal. Blood culture from pt and port negative. Catheter flushed with heparin and saline.

Event description:
Identified port-a-cath vascular access device infection in 2005 with pseudomonas fluorescens. Catheter flushed on therapy dates.

Event description:
Identified infection of port-a-cath vascular access device in 2005 with pseudomonas fluorescens. Catheter flushed on therapy dates.

Event description:
Identified infection of neostar vascular access device in 2004 with pseudomonas fluorescens. Catheter flushed on therapy dates with saline and heparin.

Event description:
Identified infection of port-a-cath vascular access device in 2005 with pseudomonas fluorescens. Catheter flushed with saline and heparin.

Event description:
Identified infection of neostar vascular access device in 2005 with pseudomonas fluorescens. Catheter flushed on therapy dates with heparin and saline.

Event description:
Identified infection of port-a-cath vascular access device in 2005 with pseudomonas fluorescens. Catheter flushed on therapy dates.

Event description:
Infected port-a-cath vascular access device in 2005 with pseudomonas fluorescens. Catheter flushed on therapy dates.

Event description:
Identified infection of port-a-cath vascular access device in 2004 with pseudomonas fluorescens. Catheter flushed on therapy dates with saline and heparin.